Event description:
As reported by the user facility: reports clinician completed IV insertion and laid the stylet down on gauze pad, picked everything up together to discard and felt her a sharp stick to her finger. She observed that the stylet safety clip deployed only half way and the tip of the needle was still exposed. Nurse and pt treated as per facility needlestick protocol. Add'l info was not provided by the user facility. The reporter works part time and has not yet been available to report any add'l info.

Manufacturer narrative:
The actual introcan safety needle with clip involved in the incident was returned to the MFR to be evaluated. The safety clip was located on the shaft of the needle and was not covering the needle tip. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR in another country. Cat # 4251628, lot # 6l07258r52, exp. Date 11/07/2011.